Event description:
New information received notes that the system was explanted before patient death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was cardiac. No further information is available at this time.